Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-12602. It was reported, the pt did not experience full stimulation coverage. The sjm rep was unsuccessful reprogramming coverage. X-rays revealed the leads had migrated. Follow-up determined the physician repositioned the leads and placed new anchors. Reportedly the pt regained effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.